Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# b0955692k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead. Product ID: 7489-10, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. Product ID: 3023, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: neu_wrench_acc, serial# unknown, product type: accessory. The main component of the system. Other relevant device(s) are: product ID: 309328, serial/lot #: b0955692k, ubd: 22-jun-2013, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient underwent a routine battery replacement as the ins was ¿low.¿ the patient¿s symptoms had returned. The patient was operating on high frequency due to cardiac pacemaker. The healthcare provider was advised that there may be a problem with lead integrity at extension connector block- lead interface as we know sometimes the silicon casing comes away from the proximal end of lead rendering it potentially damaged and ineffective. The healthcare provider declined to use a pocket adaptor. When the lead was disconnected from he connector block it was noticed that the lead was bent. It was also noted that an impedance test revealed >4000 ohms on all settings despite surgeon removing lead, cleaning and replacing several times. The lead ¿fell apart¿ in the healthcare provider¿s hands. The surgeon elected to remove entire system and to replace system at a later date. The surgeon did not want to proceed with lead implant then due to other medical factors. No other factors were anticipated. See related manufacturer's report #3007566237-2018-01075.

Manufacturer narrative:
Analysis of the lead found that conductors #1 and #2 are broken at the connector weld site due to overstress/damage. Conductor #3 is broken between conductor sleeve #2 and conductor sleeve #0 due to overstress/damage.} conductor wires were broken due to overst ress/damage. This was consistent with explant damage. Due to the condition of the returned lead, only a careful microscopic examination was performed. During visual analysis of the lead, it was noted part(s) {#1 connector sleeve not returned.} of the proximal end were not returned. Analysis observed the proximal end of the lead was stretched. Analysis identified the outer insulation of the lead was {broken//torn} under the {under connector #0 due to overstress/damage.} connector. Continuation of concomitant products: product ID: 309328, lot# b0955692k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead. Product ID: 7489-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: neu_wrench_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.